Event description:
The pt presented to the emergency room, having experienced multiple shocks from the concomitant ICD. Intermittent noise was observed on the egm. The decision was made to explant the entire system.